Manufacturer narrative:
The customer returned the tb-0535fc, lot#kr856483 for evaluation due to ¿jaws padding is coming off¿. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found to be functional. A visual inspection of the device was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated exposing metal. Additionally, there was charred marks on the teflon pad. The distal end of the device was inspected under a microscope and found also charred marks to the probe unit. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the similar reported events, the manufacturer determined the cause for the damaged teflon pad was attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Event description:
It was reported that pieces of the teflon pad came off during a procedure. The company representative stated that this occurred during a tubal procedure. The procedure was completed and there was no patient harm.